Event description:
Utilizing surgical guide print003, the doctor drilled and placed the implant. Doctor realized post cbct scan that the implant was not placed as planned and was not engaging the buccal plate. Doctor then removed the implant and grafted the site.

Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components and a review of the surgical report and drilling protocol indicate the case was properly planned. Doctor stated bone leveler was not used in the procedure which could have contributed to the outcome experienced by the doctor.